Manufacturer narrative:
The system was examined and the reported event was confirmed and replicated. The pneumatics module was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming pneumatics module .however, without a sample, component level root cause cannot be determined at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Initially, a surgeon reported two vitrectomy probes did not cut and did not aspirate during a surgical procedure. The vitrectomy probes were not twisted or damaged. System parameters and calibration passed normally. No system messages were displayed. The surgeon has noted that problems only happen with 10,000 cuts per minute (cpm) probes and only with posterior cassettes. The cassette pak was exchanged and the same failure occurred with the second probe. The case was completed using alternate cassette pak and an alternate system. Patient impact was not indicated. Additional information was received from the surgeon indicating the vitrectomy probe stopped cutting after 20 minutes of use and just aspirated. The procedure was prolonged for 20 minutes. This is one of multiple reports from this facility.